Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant downstream occlusion alarm, which was reproduced while running a loaded set. The downstream sensor current reading was out of specification (high reading). The downstream pressure plate gap was also out of specification. The downstream sensor tubing guide gasket was folded over at the upper right corner. The downstream tubing guide and gasket assembly were replaced.